Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the (B)(6) 2018. The device was returned with a reported fault of the green status indicator constantly illuminated. The green status indicator was observed to be flashing as normal throughout the investigation and no measurable fault was identified on the membrane or the led drive circuitry on the pcba. The sam 360p performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours, and additional stress testing was carried out at 50°c 95%rh for 5 days. This combined testing equates to approximately 9.5 years of normal use without fault. The operation of the green status led was verified multiple times throughout stress testing and all measurements were retaken, with no fault identified. A fault of the reported nature may be attributed to a failure of the membrane on track 4 (status_led_green), which could arise from issues such as track breakdown, corrosion on the membrane or a contaminate that results in a partial short in this region. The fault was replicated in two ways by placing a wire link between j11 pin 4 (status_led_green) and j11 pin 9 (ground), as well as between j11 pin 4 (status_led_green) and 10 (3.3 v). However, no fault of this nature was identified during the course of the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Green light lit permanently. No patient involved.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Green light lit permanently. No patient involved.